Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 4mm amplatzer vascular plug ii was selected for an implant. During the procedure, a non-abbott delivery catheter were in place. The plug was implanted, and the leak was observed 3 minutes later. The contrast agent still passes through the target vessel due to poor adherence. The size of the vessel plug is not suitable for the shape of the arterial duct. So the physician replaced with a non-abbott device to complete the procedure. The patient was stable, no clinically significant delay in the procedure.

Manufacturer narrative:
An event of leak was reported. The investigation confirmed the device met dimensional and visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that, per instructions for use, "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established.".